Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, while implanting cup, screw became stuck. Physician tried to tighten screw, and the tip of the driver broke off into the head of the screw. It was unable to be removed and is still implanted in the patient. Kit number: spthkit3 (2 pan).